Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon eval, the trunk cable connector was damaged and several wires were cut (yellow, black, and green). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector and damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support contacted to report that he was receiving constant check therapy pad alarms after changing his garment. The pt was issued a replacement electrode belt.